Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
The device was broken as indicated in the complaint.